Event description:
While placing a powerglide, the needle, catheter and guidewire all got stuck in the pt's arm for 45 minutes. The pt was in a lot of pain and was given morphine and warm blankets on the arm to try to relax the vein. A staff nurse finally pulled on the catheter with a firm tug and the catheter, needle and guidewire came out. The catheter was bunched to a 1" length. When the catheter was pulled on to straighten it, the hub fell off.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.